Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer reported that there was an air bubble in the line. The customer reported a past event. The customer reported that the alarm did not occur during manual prime. The customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis. The reservoir and the infusion set will be returned for analysis.